Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation and review of available med records.

Event description:
A peritoneal dialysis (pd) pt called in about drain complications and reported they were diagnosed with peritonitis in (B)(6) 2015. The cause of peritonitis was due to touch contamination and the pt was treated with antibiotics. The pt was hospitalized and subsequently discharged on (B)(6) 2015.